Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing static fill estimate of 105 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer received education that this could occur due to large variance in measured pressures used to calculate remaining insulin and was informed that once actual insulin amount matched static display, fill estimate would begin to decrease normally, and customer understood and acknowledged this information.